Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat vaginal prolapse and mesh was implanted. It was reported that the patient experienced pain, erosion, infection, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was also reported that on (B)(6) 2011, the patient experienced a vesicovaginal fistula following insertion of mesh and underwent cystoscopy. The patient underwent partial mesh removal and repair of the fistula on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent excision of eroded vesicovaginal mesh, debridement of infected mesh and closure of vesicovaginal fistula on (B)(6) 2011 by dr. (B)(6) due to anterior vaginal wall mesh erosion, infected vesicovaginal space and vesicovaginal fistula.

Event description:
Details: it was reported that the patient underwent excision of eroded vesicovaginal mesh, debridement of infected mesh and closure of vesicovaginal fistula on (B)(6) 2011 by dr. (B)(6) due to anterior vaginal wall mesh erosion, infected vesicovaginal space and vesicovaginal fistula.